Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited ventricular under-sensing, which caused functional loss of capture, and far r-wave over-sensing, which caused inappropriate automatic mode switch episodes. Programming changes were discussed; no intervention was reported. There were no patient symptoms.